Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appeared intact with no lifting or peeling observed, the down/ok keypad buttons did not respond to user inputs during testing, the down/ok keypad buttons did not spring back when pressed, it was observed that the down/ok key contacts were inverted and there was evidence of adhesive/contamination found under all contacts.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The keypad buttons reportedly have to be pressed multiple times and with more force for a response. There was no adverse event associated with this complaint.